Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at at 14:13:51. During night drain cycle one, the patient's ultrafiltration reading was 351ml, indicating the home patient drained 351ml more than their maximum programmed fill volume of 250ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of this issue was determined to be a false empty detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.